Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps (fbf) instrument would not cauterize or energize. The instrument was removed, cleaned and reinstalled; however, issue persisted. The fbf instrument was replaced with a backup instrument. Inspection of the removed instrument identified a possible cable damage. No further issue reported with the backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an energy activation failure with damaged cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. Visual inspection showed thermal damage. No portion of the conductor wire insulation was missing, but the wires were exposed. The instrument was further inspected and localized melting near the grip base was identified. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Both observed failures are related. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken and/or dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Additionally, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is a reportable malfunction due to the following conclusion: failure analysis was completed, and the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.